Event description:
Report three of three complete tubing separations. A pt with breast cancer was receiving a 24-hour infusion of taxol through their central line. The tubing had been in use for several hours when the pt noted leaking from the distal end of the filter. Upon further investigation, the pt noted that "the tubing had completely separated from the distal end of the filter as if there was insufficient glue". The pt clamped off the central line, and no bleed back or blood loss was reported. The pt returned to the outpatient facility for a new IV bag and tubing set. The infusion was resumed with no further problems. There were no reported adverse pt effects or chemotherapy contamination. Additional info was requested, but no further info was provided.